Manufacturer narrative:
E1- (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image loss and dirt on the scope cover unit. A root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a random component failure. Based on the results of the investigation, the foreign material "dirt" could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited noisy image. The issue occurred during inspection for use. There were no reports of patient harm.